Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after a peripheral intervention procedure, with a 5fr ¿ 21fr sheath. Reportedly, during step 2, the plunger kept pushing back and not clicking, but after pushing again harder, it attached. Then when the plunger was removed, no suture was present. This occurred with two proglide devices. An additional proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is filed under separate medwatch report number.